Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer passed away in a vehicle accident on (B)(6) 2021. It was reported that the previous day of the accident; (B)(6) 2021, the customer was found unconscious at home. The customer was awakened and treated intravenously by the emergency medical service and was taken to the hospital. The customer's blood glucose level was 42 mg/dl. The customer was in the hospital for five hours connected intravenously. The customer was disconnected from the insulin pump. The customer was then released with blood glucose levels of 180 mg/dl. The caller stated that the customer was fighting a cold, experiencing lung and heart issues, had fluid around the lungs and was taking medications as a result. The customer was tested for covid-19 but was awaiting the results. Caller also reported that the customer was not eating much due to feeling bloated after eating. The customer reconnected the insulin pump and mentioned that her blood glucose levels were normal. The caller stated that police later advised her that the customer was the driver in a vehicle accident. The vehicle caught fire. The customer passed away on her way to the hospital. The caller was not sure if the customer was still connected to the insulin pump but mentioned that the insulin pump may have been destroyed in the vehicle. Caller does not know what the customer's blood glucose level was at the time of accident. Caller was not sure if the insulin pump was in auto mode. Caller stated that the case is still an open investigation.